Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. The 10-20mmx375mm, 70% stenosed lesion being treated was located in the severely calcified, left anterior descending (lad) and left main (lm) arteries. The lesion was predilated with a.5x8mm non-bsc balloon catheter at 14atms. The physician then implanted a 3.5x12mm promus element plus stent in the target lesion. A successful percutaneous coronary intervention and implantation of a 2.25x16mm promus element plus stent occurred in the second diagonal branch. Afterwards, it was noted that the previously implanted 3.5x12mm promus element plus stent had accordioned. A non-bsc stent was advanced over the accordioned stent and deployed at 14atms. The procedure was completed by post-dilating with a non-bsc balloon catheter. Final angiography revealed no evidence of dissection or perforation. There was timi 3 flow and 0% residual stenosis. No further patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).